Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the device staples which used to transect duodenum was opened and created a leak after 3 days of the procedure. The surgeon did another procedure to fix it by using suture to close the leak. An unanticipated tissue loss was noted and surgical time was reached for 30 minutes or more. Hospitalization of the patient was extended for 4-5 days.